Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI; upn: m365sc8416700; model: sc-8416-70; serial: (B)(4); batch: 7040326.

Event description:
It was reported that the patient had an infection at the ipg site. Symptom of drainage at the site was noted. No device malfunction was suspected. The patient was placed on antibiotics and underwent an explant procedure wherein the ipg and lead were removed. The explanted devices were not returned.